Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feed and flush set. The customer states that the bag has green writing on it now. Since the color has changed she is having an issue flushing the bag. If the customer takes some slack away from the bag, the bag will flush. This has been going on since november. The customer is receiving "flow error / clog in line down stream in pump". The customer also states that the feed is going back into the flush. The customer also had an issue with the feed going in. The customer is using gevity 1.2 formula, the customer states that the bags used to seem tighter. The customer does not hear a notice when it clicks in. The customer is diabetic. There was no harm to the pt. The customers sugar dropped but there was no medical intervention required and the custom was not given insulin as a result but the customer was given orange juice to bring up the sugar levels.